Manufacturer narrative:
The user facility reported followings: the device has not been used in the procedure since it tested positive in biological testing. The device has been quarantined at the user facility for a year. The device was sent to olympus. However, olympus was unable to inspect the device because it was used in cjd patients. The device will be disposed of. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual for the device states as follows; "prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country." Olympus medical systems corp. (Omsc) determined that it was difficult to identify the cause from the following: the patient had no evidence of cjd on endoscopy, and no other patients have subsequently been reported to have cross-infection with endoscopy. Since the patient who underwent endoscopy was found to be cjd-affected after the case, it cannot be ruled out that the endoscope may have been contaminated with abnormal prions. No problems with the device or instruction manual have been reported. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the device was positive. The user facility also reported that a patient who underwent a procedure with this device had creutzfeldt-jakob disease (cjd). The user facility asked for destruction of the endoscope, as recommended by (B)(6) regulation. There was no report of infection associated with this report.